Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's neurostimulator would turn itself off. The patient thought her device was "malfunctioning" and went to the emergency room. The healthcare professional there turned the device off with a pacing magnet and it was noted that the patient left the ER with no pain. Additional information was requested.